Event description:
It was reported one day post implantation procedure, the p-waves were diminished. The atrial lead was repositioned which resulted in acceptable measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.